Event description:
It was reported that an intravia container filled with fentanyl/bupivacaine leaked at the location of the bag seam above the fill port. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. Visual inspection was performed and insertion out of tolerance was observed. Functional testing was performed, the container was filled and a spike inserted with extension set and the test failed. Pressure testing was performed and failed. There was a leak observed between membrane tube assembly and syringe injection site. Tolerance measurements were performed and were not within specifications. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.